Event description:
Customer's mother stated that insulin pump was in pool. The blood glucose reading is 50 mg/dl. The insulin pump immediately went blank after the exposure to water. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic assembly. A corroded motor assembly was noted during the visual inspection. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.